Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "pre op" medication leaked from the bd emerald¿ syringe while being drawn up, and a crack was then noticed in the barrel where the leakage occurred. The customer reported 2 occurrences of this event. As reported by the customer, "one of our anaesthetists used a 2ml bd emerald syringe to draw up pre op medication, it was noted there was a crack in the syringe as the meds leaked out. A second one also the same. Lot no 1812131; ref 307727; exp. 11-2023".

Event description:
It was reported that "pre op" medication leaked from the bd emerald¿ syringe while being drawn up, and a crack was then noticed in the barrel where the leakage occurred. The customer reported 2 occurrences of this event. As reported by the customer, "one of our anaesthetists used a 2ml bd emerald syringe to draw up pre op medication, it was noted there was a crack in the syringe as the meds leaked out. A second one also the same. Lot no 1812131, ref 307727, exp. 11-2023.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No sample or picture available for evaluation. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with damaged parts like the barrel. Not able to confirm the reported issue.